Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the atrial lead exhibited noise, high out-of-range pacing impedance, and loss of capture. No intervention was performed. The patient was stable.